Event description:
It was reported via repair work order that the side rail could not be latched in place due to a broken spindle spacer and a broken top rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.